Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the surgeon entered the abdomen in the usual laparoscopic fashion. The intra-peritoneal ligaments were identified and the atw35 was opened and inserted through a trocar. It was positioned across the intra-peritoneal by the assisting surgeon. The instrument was closed. When the device was fired, a "crunching" sound like plastic breaking was heard. The instrument was opened and the staples formed a partial distance down the length of the expected staple line (the surgeon could not answer if all 4 rows of staples formed, but assumed they would). The atw35 was removed and the original staple cartridge was replaced with a reload (tr35w). The reloaded instrument was inserted into the abdomen and repositioned for firing on the intra-peritoneal. The instrument was unable to be fired a second time (surgeon described it as jammed). Another atw35 instrument was used to complete the case. There was no consequence to the pt.